Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was not duplicated. The event history log was reviewed and two cassette not attached properly alarms. The cause of these alarms was intermittent downstream occlusion sensor. The sensor was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, "cassette sensor defective." There was no patient involvement.